Manufacturer narrative:
The model and serial number of the pump were not provided, and the unique identifier (UDI) number could not be determined. This information will be provided in a supplemental report of and when made available. As the serial number was not provided, the date of manufacture could not be determined. This information will be provided in a supplemental report of and when made available. Sorin group (B)(4) manufactures the s5 pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative worked with the customer and determined the root cause to be over-occlusion. The request for service was canceled by the customer. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 pump experienced a malfunction and stuttered intermittently during a procedure. There was no report of patient injury.

Manufacturer narrative:
Additional device information: model number: 10-80-00, serial number: (B)(4). Device manufacture date (mm/dd/yyyy): 11/13/2012. (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Through follow-up communication with the customer on november 22, 2016, sorin group (B)(4) learned the model and serial number of the involved pump (model 10-80-00 serial number (B)(4)).